Manufacturer narrative:
On 4/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. Device evaluation summary: during evaluation of the sample a crease was observed on the posterior view. Within the crease, a rupture was noted in the posterior aspect, measuring approximately 0.4 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 225cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 225cc, catalog number 3501630, lot number 7604396 on (B)(6) 2019.